Event description:
Customer reported that they went to enter the carbs and the numbers on the insulin pump begun scrolling. Customer stated that the buttons than became unresponsive. Customer's blood glucose reading at the time of the call was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.